Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has been experiencing repeated occurrences of low blood glucose (bg) levels (40mg/dl). Low bgs were treated by consuming glucose tablets, and the issue resolved. The customer indicated that they did not believe that the low bgs were pump or supply related, however they did not provide any explanation as to why bgs were low.